Manufacturer narrative:
Additional information: d9, g3, h3, h6 the manufacturer evaluation revealed the battery pack itself did not present with any kind of damages, but it was observed that the fuse was triggered and is now defective. It is assumed that the handpiece had a defect and therefore triggered the fuse. As the battery has no electronics, no measured values could be recorded. All individual components worked according to specification and the fuse was triggered by incorrect use of the battery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a small joint surgery the new battery ar-300l (sn: (B)(6)) damaged the new handpiece ar-300 (sn: ). A battery error was displayed and the motor of the device ar-300 didn`t start. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 19-jun-2024 it was confirmed that new battery  pack caused  defect of the handpiece. The control board had no function  due of short circuit not mechanical damaged. In combination with the battery  the error code 01 was displayed.